Event description:
It was reported that the device was used during a rectal procedure. The device fired malformed staples. The case was completed using a same like device. There was no patient consequence.